Event description:
It was reported that (1) device was used during a gastroplastic procedure. It was reported by the affiliate that the tct75 stapler did not work during the procedure. Another device was used to complete the case. There was no consequence to the pt.